Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Inconsistent issue with cut/coag. When things do not go smoothly, the wire stops deep in the cone bed & have been left cutting the specimen out with scissors. Additional details to be added to field "did the physician perform any extra steps to complete the procedure." The dr. Stated: " I have tried using pure cut setting. There is not adequate hemostasis. And, as a provider you are left with the need to depend on time, monsels & silver nitrate sticks to control brisk bleeding. Fs log# (B)(4). Leep precision generator lp-20-120 (B)(4).

Event description:
Inconsistent issue with cut/coag. When things do not go smoothly, the wire stops deep in the cone bed & have been left cutting the specimen out with scissors. The dr. Stated: " I have tried using pure cut setting. There is not adequate hemostasis. And, as a provider you are left with the need to depend on time, monsels & silver nitrate sticks to control brisk bleeding. Fs log# 98889. 1216677-2022-00226-1 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation : review DHR inspect returned samples. Analysis and findings : complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/08/2020 under wo # (B)(4) and shipped on 01/08/2021. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. This unit was serviced under an unrelated recall in may of 2022. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found the unit to function to specifications. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. A root cause is not determinable as the unit has shown to function free of defects. Corrective actions: correction and/or corrective action the unit was fitted with a new board in an abundance of caution, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Note: although not confirmed on this unit, the complaint description on the failure is similar to an rf leakage for which CAPA 801 was recently issued. Again, this unit was found to function to specifications. No further training is required. Was the complaint confirmed? No.